Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance, and recommended that the customer replace the charge-pak battery. The customer later confirmed that the device began working properly by itself. The customer has ordered a replacement charge-pak battery and will return the device to use. The customer indicated that she is unfamiliar with the device and may have tested the device with the lid not fully opened; however the customer was not certain this happened. When powering the device on with the lid not fully opened, can prohibit the audio from being heard. The device has not been returned to physio-control. The cause of the reported issue could not be conclusively determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not provide any voice prompts or audio. During the event, the device charge-pak and attention icons were illuminated and the device leds light up when powered on. Without voice prompts, the user would not able to use the device properly on a patient if needed. There was no patient use associated with the reported event.